Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: added: b1.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient received a right shoulder revision to treat fractured screws secondary to patient activity and overuse of the right shoulder. There was no reported product problem with the revised glenosphere or metaglene. The humeral component was stable. There were no signs of infection. Doi: unknown, dor: (B)(6) 2020, right shoulder.